Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional number is z-1260-2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. The 359.219 lot number 1806500 inserter for titanium elastic nails was returned and reported to have broken intraoperatively. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. The entire proximal t-handle has sheared off from the shaft of the device where it meets the blue radel handle. This complaint condition was likely caused by over nine years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. No new malfunctions were observed during the course of this investigation. The 359.219 inserter for titanium elastic nails is an instrument routinely used in the titanium elastic nail system. The device was manufactured in 1/2008 and is over nine years old. The balance of the returned device is in fairly battered condition consistent with use with a hammer. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device was received. The product is undergoing investigation. The results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jan 11, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter for titanium (ti) elastic nails (¿t-handle chuck¿) broke during a flexible nailing of tibia procedure on (B)(6) 2017. The top ¿teeth¿ to the inserter became detached. The device was attached to an elastic nail at the time; when this occurred they used a back-up t-handle jacobs chuck to complete the insertion of the nail. There was no reported surgical delay and no fragments were left behind. Additional x-rays were not required. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: ti elastic nail (part #475.940s, quantity 1). This report is 1 of 1 for (B)(4).